Event description:
"Caller alleged discrepant results compared with the lab. Results as follows.: date: (B)(6) 2013,. Inratio2 :1.6, lab: 2.4. Time between tests: about 1.5 hours. Therapeutic range: 2-3. Patient self tester states they have been diagnosed with aps, itp, and sarcoidosis.

Manufacturer narrative:
Investigation pending.